Manufacturer narrative:
Received one (1) used. List #d1000, tego¿ connector, appx 0.05 ml; lot #14027547 for evaluation on (B)(6)2025. A photo was also provided for evaluation; the reported complaint of a leak could be confirmed from the photo. There was evidence of an internal leak with blood inside the seal, however, during testing no leaks were observed. The probable cause of the leak is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a tego¿ connector that reportedly leaked at the return of the dialysis line causing blood loss for the patient during treatment. Thus, a change of the tego 'cap' was necessary, and blood transfusion was required. The device was in use for three days. There was no serious injury/harm or delay in therapy. However, there was a blood loss requiring the medical intervention of transfusion. The device was changed with no further problems. This report reflects one of two occurrences.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.